Manufacturer narrative:
Correction: d9: updated for return of device. H6: type of investigation - removed 4114 and added 10. Investigation findings - removed 3221 and added 3211. Investigation conclusions - removed 4315 and added 22 and 61. Manufacturer narrative: received one 000150 opened in unoriginal packaging. Lot number not verified. Performed visual inspection of device, kink was found on the guidewire, kink could have been the cause of the resistance. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
D4 - user did not know the lot number of the device because the packaging was thrown away. Manufacturing date for lot number 201906114 is 06/11/2019. Manufacturing date for lot number 201912164 is 12/16/2019. Manufacturer narrative: the alleged broken 000150 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record for lot number 201912164 have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are 2 complaints for this lot number and failure mode within the past two years. The manufacturing documents from the device history record for lot number 201906114 are in research for location. There are 2 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 75,784 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: warnings: -the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. -since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith. -careully inspect the reusable guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instructions for use: positioning of guidewire: -guidewire is to be inserted through the biopsy channel of an endoscope with the spring tip to be located just past the e.g. Junction into the gastric cavity. The endoscope is then withdrawn. The guidewire should be monitored externally using markings as dental arch reference points before and during dilation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
User did not know the lot number of the device because packaging was thrown away. The other possible lot number is 201912164. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 000150, was being used during an esg with dilation on (B)(6) 2020 when it was reported that "removal of the guidewire hampered by resistance, further manipulation to remove resulted in laceration/rent of esophageal tissue, kink in guidewire noted. Patient transferred to hospital, return to surgery, ICU admission". The patient was reported as having an injury during the initial procedure. There was no report of device fragmentation; however, the device did "kink". The patient was admitted to ICU after a second surgical procedure to repair the bleeding. This report is being raised on the basis of injury due to patient receiving laceration requiring secondary surgery/ICU admission.